Event description:
It was reported that during a laparoscopic low anterior resection procedure, the jaws could not be opened at the 5th or 6th firing when the device was used on the blood vessel. Damage on the blood vessel was confirmed, but the bipolar was used to stop bleeding and the damaged site was cut off. Another device was used to complete the case. There were no adverse consequences to the patient. There was neither an unexpected resistance nor noise. The device was not fired on something hard such as a clip. The surgeon did not try to pull the trigger from the handle to open the jaws. There was a little torquing or twisting of the device present at the time of firing. The device was not fired after this incident.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 5th or 6th. What vessel or structure was the device fired on at the time of the event? Blood vessels. Was the clip fully advanced into the jaws prior to firing?---yes. Was there any torquing or twisting of the device present at the time of firing? Little. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? Cut out. Was there any tissue damage? Yes. If so, how was it repaired? Bipolar used for bleeding and cut out. The analysis results of the device found that it was received in good visual conditions. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. However, during each firing the jaws remained in closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. In addition the device locked out as intended but the orange indicator was under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note that this condition is unrelated with the report incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.